Manufacturer narrative:
The reported complaint of rom mode in the ventricular lp of aveir dr system was not confirmed. Review of the provided information determined that the vlp was performing per design and only the alp was in rom mode.

Event description:
It was reported that a post implant interrogation was performed, and it was discovered that the right atrial leadless pacemaker (alp) and right ventricular leadless pacemaker (vlp) entered rom mode but subsequently recovered. It was noted that the alp and vlp may have entered rom mode due to excessive communication. After reloading, there were no issues. There were no patient consequences.